Event description:
A consumer implanted for non-malignant pain reported seeing the poor communication on the patient programmer (pp), experiencing poor communication with the pp, and being unable to communicate with the recharger. The last time stimulation was felt was the morning of (B)(6) 2016, and the last time the device was recharged was last week. An attempt was made to use the antenna locate feature which resulted in seeing the reposition antenna screen. It was noted the last time this happened the device had to be restarted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.